Manufacturer narrative:
Other relevant device(s) are: catalog number etbf3220c145ee, serial number: (B)(4), use by date: 2022-01-05 and upn# (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when endurant ii stent graft boxes were delivered, the clear stickers on the boxes were not sealed properly. It was reported that the product is still being used. The cause of the event is undermined. No clinical sequelae were reported.